Event description:
It has been reported the siderail may not be operating to specification. Conflicting information has been received from the customer, and the manufacturer has been unable to confirm if the siderail could be latched in the up position.

Manufacturer narrative:
The customer reported in 2009 the siderail could be latched in the locked, up position. At about one month later, the customer stated the siderail could not be latched in the locked, up position. Attempts have been made to contact the customer to confirm the functionality of the siderail, but have been unsuccessful. It is confirmed the customer replaced the spacer and returned the stretcher back to service.